Event description:
There was no electrical discharge felt at the back during position changes. No electrical discharge. Change in stimulation parameters on (B)(6) 2015. The event was resolved.

Event description:
It was reported the patient had electrical discharges/shocks at the level of connection of the extension with body position changes. Radiology control of the system was required due to the event. Additional information on actions, troubleshooting, and outcome have been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # unknown, implanted: (B)(6) 2012, product type lead; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3998, lot # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) had not seen the patient with his exams so he could not answer the follow up questions.